Event description:
On (B)(6) 2011, the pt underwent treatment to repair a distal type I endoleak originating from a previously implanted hand made z stent, implanted to treat a thoracic aortic arch aneurysm. A 24 fr sheath was advanced via the femoral artery with no resistance. A gore tag thoracic endoprosthesis delivery catheter was then advanced, but got stuck at the tortuous portion of the z stent graft. Several attempts were made by the physician but it could not be advanced further. The physician withdrew the device back until the distal end of the device was within the sheath. This caused one of the distal flares on the tag device to become dislodged from the constraining sleeve, and protrude outside of the sleeve. After the device was completely removed from the pt, a dissection of the common iliac artery was determined to have occurred. The pt's abdominal aorta was surgically opened and a conduit was anastomosed. A cook zenith tx2 was implanted to treat the type I endoleak, and the conduit was then utilized to bypass the iliac artery to treat the dissection. The pt tolerated the procedure. The physician stated he believes the dissection was caused by his manipulation of the device.

Manufacturer narrative:
Result: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Conclusion: the gore tag thoracic endoprosthesis instructions for use (IFU) states: do not continue advancement of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel or delivery catheter damage may occur. Additionally the IFU states: use caution if removing the undeployed endoprosthesis through the introducer sheath. Inadvertent endoprosthesis deployment may occur. If resistance is felt during removal of delivery catheter, stop and withdraw delivery catheter and introducer sheath together. Complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture), surgical conversion.